Event description:
The customer received high out of range control results of 192 and 178mg/dl on the contour next usb meter. The meter did not automatically mark them as control tests, which will be displayed as blood results when accessing the meter¿s memory. No adverse event was alleged.

Manufacturer narrative:
See remedial action and correction/removal reporting number. This information was not provided in the initial report.